Event description:
Information was received from the patient's neurologist stating the believed cause of the low output current was a low battery. It was also stated the reason for generator replacement was low battery. No additional or relevant information has been received to date.

Event description:
Clinical notes were received which stated there was a concern that the patient was not receiving the programmed output current, and that the output current was to be lowered on the patient's new generator due to this concern. The generator was subsequently replaced. The explanted generator was discarded by the explanting facility and will not be received for analysis. No additional or relevant information has been received to date.